Event description:
Pt reported experiencing elevated blood glucose levels since (B)(6) 2012. Pt stated her blood glucose level got as high as 600 mg/dl. Pt's normal blood glucose level is 140 - 160 mg/dl. Pt reported having 3+ ketones. Pt reported requiring no outside assistance. Pt stated she corrected her blood glucose level via the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.